Event description:
Reporter stated that the surgeon inserted an aa4203tl silicone single piece lens into the eye and noticed the lens was torn. The incision was enlarged to remove the lens. Another lens was put in the bag and sutures were used to close the wound. The reporter stated that the lens was torn during loading but wasn't noticed until it went into the eye.